Manufacturer narrative:
(B)(4).

Event description:
It is reported this event involved an (B)(6) female pt in the uti department. The insertion site is unk. During insertion of the guide wire, it is reported the guide wire bent. As a result a new kit was opened. It is unk if the second attempt was successful. No delay was reported. No pt injuries, complications, or death were reported.